Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with the following pre-op diagnosis: annular tears at l3-l4, l4-l5, l5-s1 with severe discogenic pain and bilateral radiculopathy. Procedures: anterior lumbar interbody fusion using a stalif cage with bone morphogenic protein at l5-s1 with a charite interdiscal spacer at l3-4 and l4-5, partial corpectomy at l3-4, l4-5, l5-s1, compression of the spinal cord and nerve roots, distraction of the spine with spine stabilization. As per op- notes: ¿¿..the stalif cage was filled with bone morphogenic protein. The end plates were perforated numerous times to improve bleeding and at this point the implant was impacted into the disc space¿¿.¿ patient was taken to the recovery room in the stable condition. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.